Event description:
It was reported the introducer sheath leaked at the valve. No pt injury reported.

Manufacturer narrative:
One 8f fast-cath hemostasis introducer and dilator were received for eval. Review of the device history record confirmed this lot met mfg requirements prior to shipment. Functional testing revealed a leak at the valve. Additional testing revealed the hemostasis seal was torn at both ends of the mfg slit which caused the leak at the valve. However, it is uncertain what caused the seal to tear.